Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that coil migration occurred. The patient was admitted to hospital due to the discovery of a left foot mass. After completing necessary examinations and the patient was under moderate sedation, a 12mm x 30cm pe f-idc was selected for left lower extremity arteriography with coil embolization procedure to treat a vascular aneurysm cavity. During the procedure, a 2.7f non-boston scientific microcatheter was used to deploy the coil. As a result, the interlock arm of the coil was unlocked, and the coil was dislodged within the microcatheter. The coil's own guidewire was withdrawn, leaving the coil still within the catheter. The coil was then flushed out of catheter with heparinized saline, reinserted into the microcatheter, and the coil was pushed into the patient using a guide wire and ultimately deployed inside the body. The physician completed the procedure using this device. There were no patient complications as a result of this event.